Event description:
It was reported that during a breast biopsy after taking 1 sample, they were unable to retrieve anymore tissue. They flushed the probe and continued to have the issue. They switched to another system and finished the case. No patient data is available.

Manufacturer narrative:
(B)(4). The (B)(4) device was received in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutting feature of the instrument was evaluated with a test media and it cut as intended. The probe was fully functional and conforming to manufacturing requirements. The batch record was reviewed and no anomalies were noted during the manufacturing process.